Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify the button error or unexpected restart error alarms due to the blank display anomaly. Unable to perform the functional testing due to the blank display anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm. After changing battery, customer reported to have received an unexpected restart alarm. Customer's blood glucose was 355 mg/dl. Alarm history could not be viewed due to insulin pump being stuck in "start up". Customer reported that insulin pump was worn in pocket. Customer was advised that insulin pump would need to be replaced.